Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties and magnetic resonance imaging (MRI) access. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Post operatively, the patient made a full recovery and was satisfied with the pain relief received. Electrocautery was used.

Manufacturer narrative:
B3: approximated event date since problem progressed over time.